Manufacturer narrative:
UDI number: (B)(4).  Investigation is ongoing.

Event description:
As reported, a call was received from the patient's family member stating that the patient passed away after a pacemaker surgery.  The patient expired approximately one week post tavr procedure. The cause of death is unknown at this time.  Additional records have been requested but not forthcoming.

Manufacturer narrative:
Per review of the medical records received, the tavr post-operative day (pod)-1 echo reported that there was no valve dysfunction and aortic mean gradient of 9mmhg, the patient had an ejection fraction of 25%. Post tavr the patient developed lbbb with intermittent complete heart block (chb)  and a permanent pacemaker (ppm) was implanted on pod-3. The following day, the patient became extremely short of breath, developed higher oxygen requirements and went into pulmonary edema. There was a small left apical pneumothorax. Due to IV diuretics, the patient went into acute kidney injury (aki) over the next few days and oxygen requirements continued to increase. The patient¿s condition continued to decline and troponins were 69. Cardiology was consulted, echo showed the ejection fraction decreased to 15%. Nephrology was consulted for metabolic acidosis, volume overload and anuric aki. Vasopressors were started and continuous renal replacement therapy was initiated) for renal failure. On pod-7 the patient required intubation after remaining hypotensive despite aggressive IV vasopressors. Following intubation, the patient went into cardiac arrest and after CPR, unfortunately expired. Based on the available information, the patient¿s demise appears to be related to the patient multiple comorbidities and post procedural complications (cad s/p CABG, chronic hfref, acute hypoxic respiratory failure due to pulmonary edema secondary to cardiogenic shock vs. Hcap, small left apical pneumothorax, mi, aki, and metabolic acidosis).  There was no allegation or indication that the cause of death was related to the s3 valve function. Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the heart block cannot be confirmed, however, may be related to patient factors (lbbb) and/or the mechanism described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.